Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to blood glucose of 401mg/dl and diabetic ketoacidosis; cause was unknown. Customer was treated with intravenous fluids of insulin and saline. At the time of the report with tandem technical support (cts) the customer was still admitted to the hospital. System check with cts confirmed the pump was functioning as intended. Multiple contact attempts were made by cts to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.